Event description:
Customer's father reported that his son was hospitalized. The father stated his son was vomiting prior to being hospitalized. It was found the son had high blood glucose and was checked for ketones at the hospital. The father believed the son was not getting any insulin. Date of hospitalization and the blood glucose at the time of hospitalization was unknown. The father also reported his son was bleeding at the infusion site. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.